Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that their daughter jumped on their back while they were sleeping and hit the implantable neurostimulator (ins). This pushed the ins towards their spine. The area around the ins was tender and the patient was not sure what else had happened. They had to raise the stimulator levels up 20 points on the first part of their settings and even then the stimulation was not the same. The patient was indicated for peripheral neuropathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.